Event description:
As reported, after implantation of an 8mm x 40mm precise pro self-expanding stent (ses) over a non-cordis embolic protection guidewire, an attempt to remove the 8mm x 40mm precise pro ses delivery system was made; however, there was strong resistance felt. Extra force was used, and the non-cordis embolic protection guidewire fell off. The precise pro delivery system was able to be retrieved, but the non-cordis embolic protection guidewire was caught inside of the stent. The embolic protection guidewire was retrieved using its retrieval sheath. There were no reported injuries to the patient. This was during a carotid artery stenting (cas) procedure to treat a left internal carotid artery lesion. The device will be returned for evaluation. Addendum: product evaluation revealed a separated guidewire lumen.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after implantation of an 8mm x 40mm precise pro self-expanding stent (ses) over a non-cordis embolic protection guidewire, an attempt to remove the 8mm x 40mm precise pro ses delivery system was made; however, there was strong resistance felt. Extra force was used, and the non-cordis embolic protection guidewire fell off. The precise pro delivery system was able to be retrieved, but the non-cordis embolic protection guidewire was caught inside of the stent. The embolic protection guidewire was retrieved using its retrieval sheath. There were no reported injuries to the patient. This was during a carotid artery stenting (cas) procedure to treat a left internal carotid artery lesion. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, confirming that the stent was fully deployed and not in its manufacturing position. The guidewire lumen was noted to be curled up inside the shaft of the device. No additional anomalies were observed. Dimensional analysis was not possible due to the condition of the guidewire lumen. However, the applicable guidewire could be introduced into the distal and proximal portions up to the stretched, separated section with no difficulties. A functional analysis was performed by attempting to insert a guidewire after flushing. The guidewire lumen was found to be stretched and separated, likely due to excessive tensile force. The guidewire was then easily introduced into the unaffected portions. Sem analysis was performed on the guidewire lumen on the stretched damaged section which revealed the presence of scratch marks and traces of high tensile strength exposure leading to a separation of the guidewire lumen. The reported ¿guidewire lumen (inner shaft) resistance/friction¿ was confirmed during analysis of the returned device. Additional findings of ¿guidewire lumen (inner shaft) separated¿ was also noted upon analysis. However, the exact cause of the events could not be determined. Sem analysis revealed evidence of elongations, scratch marks and traces of high tensile strength exposure leading to a separation of the guidewire lumen. It was reported strong resistance was felt and extra force was used on the device which is consistent with the findings provided during analysis. Procedural factors and handling of the catheter as described contributed to the damages reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. C. Advance the precise pro rx system over the .014" (0.36 mm) angioguard rx emboli capture guidewire system until the guidewire exit port (16) is just outside the accessory device's tuohy borst valve. Adjust the accessory device's tuohy borst valve to maintain a snug seal about the precise pro rx system. Look for and confirm back flow through the guidewire exit port (16) opening. D. After confirming back flow, advance the precise pro rx system. Again adjust the accessory device's tuohy borst valve to maintain a snug seal, now over the .038" (0.97 mm) proximal shaft (6a) and continue to advance the precise pro rx system to the lesion site. E. Prior to contrast injection, confirm again a snug seal between the .038" (0.97 mm) proximal shaft (6a) of the precise pro rx system and the accessory device's tuohy borst valve. Failure to do so could result in air introduction during aspiration, resulting from a poor seal. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. 4. Slack removal a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.